Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited intermittent oversensing after pacemaker mediated tachycardia (pmt) episodes. Reprogramming options were performed. Currently, this crt-d remains in service and no adverse patient effects were reported.